Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was received from the field unable to establish telemetry. Analysis revealed device battery voltage was at end of life. Further analysis performed after replacing battery showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant does not meet total projected longevity and is considered premature battery depletion. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited an excessive discharge of battery. The icm was replaced with a pacemaker device. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the insertable cardiac monitor (icm) was explanted. The patient¿s condition prior to, during, and post-explant was stable. The procedure was performed without any complications.